Manufacturer narrative:
The device has not been returned to mmdg for evalution. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint. A review of the device history record showed no nonconformances during the manufacture of the pump.

Event description:
The initial reporter stated that the pump displayed error code 10. During a follow-up conversation, the patient's caregiver stated that, while waiting for a replacement pump to arrive from the provider, the patient experienced a delay in therapy of about 16 hours. The caregiver stated they did not attempt any supplementation, as it is not typically tolerated, although they were able to hydrate with water. They also states that the patient was "doing really well" afterwards. [(B)(4)]